Event description:
It was reported that a pt underwent a surgical procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke at the swage during continuous suturing of dermis. No fragment remained at the pt's body. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.